Event description:
It was reported that "patient burn under pad site, right thigh. Pad was discarded by the facility. Skin tear with 3 lines, looks like a claw. Burn discovered after pad was taken off."

Manufacturer narrative:
The original device was discarded by the facility. We are attempting to gather additional information and photos from the facility for our investigation. When the quality engineer has completed the investigation, I will file a supplemental report.